Manufacturer narrative:
Without a lot number, the device history records review could not be completed. Additional information has been requested.

Event description:
It was reported that an m6c artificial cervical disc that was implanted in 2014 was removed due to device damage.

Manufacturer narrative:
The device was implanted in 2014 and explanted in may 2019, the exact dates were not provided. It was reported that a revision was performed, the device was explanted, it was not intact, and there were osteolytic changes in the adjacent vertebral bodies. Limited information was provided; notably, no pre-operative, post-operative, interim, or flexion/extension radiographs were provided. It was not possible to assess the potential role of surgical technique or patient selection based on the provided information. No serial or lot number has been provided, therefore, a review of the lot history records for this device could not be performed. The device was not returned; thus, device examination could not be performed. However, it was noted that the core was destroyed and based on the radiographs the device was collapsed and translated. The device collapsed and there appeared to be osteolysis present, based on the limited information provided, it was not possible to determine what caused the event.